Event description:
It was reported the device shut down during use. There was no patient injury reported.

Manufacturer narrative:
The affected device was analyzed by the hospital¿s biomed, and the log file was provided for further analysis. The log file does not show a technical error on the reported day of event. However, 7 days earlier on 9th october 2022 there are entries corresponding with the reported problem. At 11:02 pm the device detected an unacceptable deviation between measured turbine rotation speed and the set value during ventilation and generated the technical alarm "blower defect" and the high-priority visual and audible alarm "device failure !!!". During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. At 11:15 pm the device detected the same issue again during a device start after the user likely tried to restart the device. It was reported by the biomed that during testing the blower unit was replaced after which the device passed all tests. The device reacted as specified to the detected deviation by posting the corresponding alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.